Manufacturer narrative:
The customer did not provide personal information or product information. It's not possible to determine the manufacture date without the product information.

Event description:
The customer received blood glucose readings of 82, 286, 189mg/dl on the contour next ez. He retested on the contour usb and received readings of 91, 252, 193mg/dl. Some of the differences between the readings of the two meters, fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. No additional information was provided.